Event description:
It was reported to philips that the system failed to boot up successfully, stalling at 00:00. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up successfully and was stalling at 00:00. Review of the log files confirmed the malfunction in the flexvision pc. The failure analysis was performed for the flexvision pc and it was found that the system was not receiving the power, possibly due to bad psu. However, the fse replaced the flexvision pc and the hard disk to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.